Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the water was leaking from the console water reservoir. The patient was already under sedation at the time of the error and the procedure was cancelled due to this event.